Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
The agent reported patient had dislocated and the surgeon put in a larger size glenosphere. Male 71. Complaint has been evaluated and is similar to report number 1644408-2023-00236; 508-36-101, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.